Event description:
On (B)(6) 2013, the lay user/patient's husband (reporter) contacted lifescan (lfs) (B)(4) alleging that his wife's onetouch verio iq meter was reading inaccurately low when compared to the onetouch veriopro meter. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter does not know when the alleged meter issue first began. At unspecified dates/times, the patient reportedly obtained blood glucose readings of "83, 61, 61, and 89mg/dl" with the subject meter, and respectively readings of "121, 89, 123, and 126mg/dl" with the onetouch veriopro meter, performed at the same time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with unspecified doses of humalog and "protafane" and is typically based on the onetouch veriopro meter. According to the csr's documentation, after the alleged meter issue occurred (date/time not specified) the patient administered her insulin (type and dosage not clear) based on an unspecified reading from the onetouch veriopro meter and subsequently, (an unknown time later) the patient lost consciousness, and the reporter had to treat the patient with a glucagon injection. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Although, the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient had administered her insulin regimen based on another meter reading. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.